Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a image review: four static images were provided for review. The images provided support that a misload was present; however, a fluoroscopic valve load inspection was not provided to verify proper valve load. During the initial valve deployment attempt, one of the paddles was visibly out of pocket, which would support the abnormalities reported. The valve was and delivery catheter system (dcs) were removed from the body and irregularities can be seen in the dcs during the removal. Of note, prior to performing a pre-implant balloon dilation or inserting the device into the patient, a fluoroscopic load inspection should be performed to confirm proper loading. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Historically, high forces in the system may result in difficulty deploying the valve. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, one of the paddles was visibly out of pocket which may have led to the difficulty during the attempted deployment. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. In this case, one of the paddles was visibly out of pocket which may have led to the difficulty during the attempted recapture. The reported event of the expected rumble sound at 80% deployment could not be confirmed as the subject dcs was not returned for analysis. A review of the lot did not find any similar complaints. The rumble strip may not have occurred due to the out of pocket misload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when the valve was deployed to 80%, the expected audible "rumble" of the delivery catheter system (dcs) did not occur. Turning of the deployment knob was not difficult. The deployment was stopped, and the implant angle and depth of the valve were assessed. Deployment continued, however, the capsule would not retract, as to allow deployment. The valve was partially recaptured into the dcs sheath and withdrawn from the patient. The valve was only able to be partially recaptured. Of note, a misload was not reported prior to attempted use. A new valve was loaded onto a new dcs for successful implant. No adverse patient effects were reported.